Manufacturer narrative:
The cusa manifold tubing (c3601) was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the unit was visually inspected and the following was observed: the blue sleeve was cut open. This sleeve is placed at the end of the paratubing split (separation of irrigation and aspiration tubes). The tube had been further split up to about 10 additional inches (±46.5 in.) At the field. The tubing is split at manufacturing to 36 in. ±1.0 in. Unknown wrapping material was observed on the irrigation tube. The aspiration tube was inspected for presence of tubing material that may be left behind from the irrigation tube when splitting occurs. A small nub was found on the aspiration tube indicating that the situation was caused because of separating the tubes at the field. The wrapping material was removed from the irrigation tube. A small hole was observed on the irrigation tube (opposite to the nub of tubing material found on the aspiration tube). Root cause: the complaint was confirmed since a hole was found on the irrigation tube. However, the breakage was caused because the client modified the unit by pulling the paratubing apart (irrigation/aspiration tubes). The blue sleeve was cut and the tubing was separated about 10 in further (±46.5 in.) That as manufactured (36 inches). According to local procedures the splitting is perform in one pull movement to avoid this defect. When the movement is repeated (e.g., double pull) there is an increased chance of breakage, specially at the beginning of the second pull. The breakage occurred at about 36.75 inches, demonstrating that the additional pull performed by the customer caused the reported breakage. The hole is formed when material form one tube breaks off and remains adhered to the other: in this case, the material that was missing from the irrigation tube was found still attached on the aspiration tube. Therefore, the root cause for this event is user related.

Event description:
N/a.

Manufacturer narrative:
Cusa excel 36 khz tubing set (c3601) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa manifold tubing (c3601) was broken and leaking water during the pretest at first use. No patient injury or surgical delay has been reported.